Event description:
On (B)(6) 2009, the pt's blood glucose readings were high (>500 mg/dl) from about 8 am until she went to the hospital emergency room at 7:30 pm, despite multiple corrective insulin boluses administered throughout the day. She was admitted with blood glucose of over 500 mg/dl. The pt's doctor told her that the personal diabetes manager was the cause of the event; the pod was discarded. The pt was released on (B)(6) 2009 after her blood glucose was controlled (117 mg/dl).